Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter shaft break occurred. The chronic total occlusion target lesion was located in the right coronary artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced to the lesion as a tracking the balloon however, the catheter shaft broke and separated at approximately 15-20cm from the distal end of the balloon. The device was pulled back and was completely removed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. The catheter was inspected tactilely and visually. There was blood and contrast in the inflation lumen. There were multiple shaft and hypotube kinks. The shaft was separated 36cm from the distal tip. Inspection under magnification revealed that the shaft was fracture face was jagged and stretched. The shaft was buckled and stretched 1.0cm - 1.5cm from the location of the break. The stretched and necked appearance of the shaft in multiple places suggests that the damage may have been related to tensile overload (material stress/fatigue). The inner shaft was flattened between the proximal and distal markerbands and the tip was damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that catheter shaft break occurred. The chronic total occlusion target lesion was located in the right coronary artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced to the lesion as a tracking the balloon however, the catheter shaft broke and separated at approximately 15-20cm from the distal end of the balloon. The device was pulled back and was completely removed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.